Event description:
It was reported that following the implant of the paddle lead of the spinal cord stimulator (scs) system the patient experienced inadequate stimulation. Imaging was performed to confirm the placement of the lead at the th10. The patient underwent a revision procedure in which the lead was repositioned from the th10 to the th8, adequate stimulation was provided and the patient is doing well post operatively. No devices wil be returned as they all remain implanted.